Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 hardware was failed. The field service engineer found the row cubies having bogus addresses, reconnected the row board cable. Recovered the storage space, then ejected the cubie. Also performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system main drawer 3.1 hardware was failed. The customer reported that the system shows duplicate address and rowboard message correction error. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.